Event description:
It was reported that t:slim x2 pump battery did not charge. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.